Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Promus element mr ous 2.50 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified damage. Stent strut rows 11 and 12 from the proximal direction were lifted and bent back in a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks along the full catheter length. An examination of the shaft polymer extrusion revealed no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.50x32mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.